Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was high and she did not feel well. The patient's blood glucose this morning was 428 mg/dl, which she treated with an insulin pump bolus. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. The customer declined to check their settings and perform a high pressure test. Additionally, the customer also mentioned that she believed there was something wrong with her buttons, but no troubleshooting occurred for the potential keypad anomaly. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. No products were returned or replaced.